Event description:
Additional information indicated that this ra lead exhibited loss of capture at 7.5 volts at 1.0 milliseconds. A revision procedure was performed and this lead was explanted.

Manufacturer narrative:
At this time, this lead has not bee returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead experienced pain in their left shoulder. It was reported that the patient was undergoing a revision procedure for a lead fracture. Additional information indicated that the lead was not fractured and was believed to have dislodged due to twiddler's syndrome.

Manufacturer narrative:
Our records indicate the lead remains implanted. If additional information is received, this report will be updated.